Event description:
It was reported that during preparation for water vapor therapy procedure, error 219 (delivery device frequency error) displayed on the generator screen. The "ok" button was pressed, and it led to error 240 (low water pressure (prime). The same event occurred with a total of three delivery devices. The procedure was cancelled when the patient was already under general anesthesia. No patient complications were reported. It was further noted that the patient pacemaker should be switched off again. The following day after the event, the generator was tested with a new delivery device. The delivery device worked fine with the generator; while the error codes were able to be replicated with the three complaint delivery devices. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned delivery device underwent analysis. Visual inspection identified that the internal coil was burnt. When the device was connected to the generator the message device displayed error 225 (device memory is locked) appeared and it was noticed that all the buttons were not working. Due to the error 225 further functional testing could not be performed and it was not possible to confirm the error 219 and 240 experienced by the customer. Risk review and labeling review identified that the adverse event of device displays 219 delivery device frequency error and device displays 240 low water pressure (prime) are a known risk of device. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that during preparation for water vapor therapy, error 219 - faulty delivery device appeared in the generator screen. The ok button was pressed, and it led to error 240 - prime failed. The same event occurred with a total of three delivery devices. The procedure was cancelled when the patient was already under general anesthesia. No patient complications were reported, a second procedure is needed, and the patient pacemaker should be switched off again. The day after the event, the generator was tested with another delivery device and it worked fine, while the error was reproduceable with the complaint devices. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.